Event description:
The pt had the pump replaced last year, as of late, the hcp has been increasing the medication dose and concentration and recently swithed from morphine to dilaudid. When the pt was last seen, the expected reservoir volume was 2cc and the actual was 15cc. The hcp was going to be doing a rotor test under fluoroscopy. A follow up report will be sent when add'l info is received.